Manufacturer narrative:
(B)(4). The complaint device is not expected to be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an uphold vaginal support system was implanted into the patient on (B)(6) 2011. As reported by the patient's attorney, the patient underwent a revision procedure on (B)(6) 2017 due to erosion. Boston scientific has been unable to obtain additional information regarding the event to date.